Event description:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on july 17, 2924.

Manufacturer narrative:
Correction: the correct date of awareness is may 24, 2024; not june 19, 2024 as previously reported.